Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator device system was removed due to infection. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.